Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 147 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump had minor scratches on display window, cracked case on the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.